Event description:
The patient was implanted with a left ventricular assist device. The center attempted to manage an infection until the patient expired. The patient's pump and equipment will not be sent back to the manufacturer for analysis.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.